Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack. The customer stated that the reservoir was not able to lock in place. Customer stated that retainer ring had physical damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case (battery tube). No damaged or missing retainer noted. The p-cap does lock properly. (B)(4).